Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed a critical pump error with an open book image. The customer¿s blood glucose during the incident was unknown. No further details were given. The device was replaced. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error alarm, problem isolated to pcb 2. Unable to perform the self test, displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.